Event description:
Attempts for additional programming history to assess the extent of the inaccuracy were unsuccessful as the patient's physician has relocated. It is unknown where the physician relocated to.

Event description:
It was reported that the patient's vns was replaced due to the "near end of service (neos)" indicator showing "yes". The explanted generator was returned and underwent analysis. During analysis of the generator, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Test results in the product analysis lab demonstrate that, with the "as-received" internally stored trim values, the recorded battery voltage was lower than the actual battery voltage. After correction of the trim values, the battery voltage (2.519 volts indicated during final electrical testing) was still within the range indicating a "near end of service" condition. Other than the error in the battery measurement the generator performed within functional specifications. No adverse events have been reported. Previous manufacturer investigation of the inaccurate voltage measurement identified that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), this generator had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by this generator was higher/lower than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software.